Event description:
It was reported that the caller was updating their device settings, including time and personal preferences. Customer experienced a low blood glucose level, but the specific value was unknown. To address the low blood glucose level, the customer consumed glucose tablets and stopped their pump. No third-party assistance was required. Technical support assisted the caller in adjusting the basal rate and correction factor settings as desired, advising them to consult their healthcare provider whenever making changes.